Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced symptoms of overdose and labored respirations. The hcp was considering lowering the dose. The drug infused via the pump was lioresal 350mcg/day. A follow-up report will be sent if additional information becomes available.